Manufacturer narrative:
Device received with all buttons responding properly. No damage on keypad assembly. No unlocked lcd keypad connector. Device passed the displacement test, self test, rewind, basic occlusion, occlusion, prime or a33 and excessive no delivery test. No excessive no delivery or occlusion alarm noted. Device received with minor scratched lcd window, cracked lcd window, cracked battery tube threads and cracked reservoir tube lip. Reservoir pr p cap locked properly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the up and down buttons were worn. The customer¿s blood glucose level was unknown at the time of the incident. The customer was also reported that insulin pump had no delivery alerts, crack on screen, did not see the white marks very well anymore. The insulin pump will not be returned for analysis.